Event description:
Unomedical reference number: (B)(4). Event occurred in belgium. On 07-feb-2023, it was reported that the infusion set's tubing didn't stick to the site connector before use. The site location was left side of patient's abdomen and the pump was located on the table. Reportedly, the infusions were stored in initial box and was not in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.